Manufacturer narrative:
Product ID 8709sc, serial# (B)(6), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient wanted her implanted pump taken out and "it had been an ordeal" looking for a new healthcare provider (hcp) to remove the pump. It was noted, the pump was not working for the patient and she had more pain that ran into her legs and this has been going on for two years. It was reported, the patient had surgery for her back two years ago and the healthcare provider determined the patient had neuropathy, which the hcp recommended a neurostimulator to help the patient with. It was also noted the hcp had used morphine via intravenous therapy (IV) to help with the patient¿s neuropathy. It was reported there was not a hcp that was willing to remove the patient¿s pump. The hcp told the patient ¿if the pump was working properly, which it was, they cannot remove it." It was also noted the hcp would have to titrate her mediation down first before explanting to prevent any withdrawal or adverse events and ¿they were already doing that.¿ it was reported the patient wanted the pump out of her body ¿asap and wanted it out and wanted it fast!¿ it was also reported, the patient was tired, ¿it¿s been an ordeal and it¿s not working anymore.¿ for the past six to eight months the pump was not working anymore. It was noted, the patient had other conditions for legs and was in the hospital three times for legs. It was also reported, the pump did not cover leg and it was not supposed to cover the leg area. It was reported since the patient moved to (B)(6) it was difficult to find a hcp to refill the pump. The pump was being used to deliver morphine and baclofen. A follow-up report will be sent if additional information becomes available.